Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was 17mg/dl. It was reported that customer was unresponsive. Customer was treated at home. Customer was wearing insulin pump. Customer declined troubleshooting and would be receiving a new insulin pump.

Manufacturer narrative:
The insulin pump received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08780 inches. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.